Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Zimvie received one (1) oss310, (osseotite implant 3.75 x 10mm) for evaluation. Visual evaluation was performed, signs of use, severe damage to the implant was identified. The implants collar was fractured. Unable to confirm internal thread damage due to the implants as received condition. The implant had a fractured fragment identified inside implant (likely the unknown biomet former). DHR review was completed for the subject lot number 2019101978. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2019101978 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : functional : damaged threads. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was missing or confusing instructions for use or torque or speed applied during placement/seating exceeds recommended value. Therefore, based on the available information, a device malfunction was not established. The implant had a fragment fractured stuck inside the device; thus, thread damage could not be verified. The reported event could not be verified. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
It was reported that implant was placed at tooth site 33. The internal threads of the implants were damaged and a cover screw could not be placed. During the second phase, when attempting to shape the internal threads with the former, the implant and tool fractured (B)(4) and implant had to be removed. Patient will have to return to place a new implant.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A4: patient weight unknown / not provided.